Event description:
The following patient related event was reported to ventec via email: "patient was noted to be desating per phillips monitor. This nurse went into patient room to respond too alarm. This nurse noted that the vocsn had a black screen flashed back on and began giving breaths to the patient on its own. Fio2 boosts kepting "[sic]" being given in the 70s-80s than within one minute resolved on its own and went back to the original fio2 of 24%. I notified "[redacted]", rt and "[redacted]", charge rn as well as "[redacted]", np. All staff members came to bedside to assess patient and the ventilator was replaced no further action was taken. Ventilator turning off and giving breaths on its own." Ventec reached out to the initial reporter for additional information and was advised that the patient's oxygen saturation levels had dropped down to 84%. The initial reporter also confirmed that the patient survived the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.